Manufacturer narrative:
Product ID, 3888-56 lot# v367300, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-56 lot# v433259, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-56 lot# v822731, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3888-45 lot# v841065, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), implanted: 2011 (B)(6), product type recharger product ID, 37744 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension.

Event description:
Additional information received reported that the patient had their entire system removed on (B)(6)-2012. Prior to removal it was reported that 3 leads had migrated to the battery pocket, and the battery had migrated over the patient's spine causing pain when pressure was applied. Refer to manufacturer #3004209178-2012-06698.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v822731, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3888-56, lot# v433259, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 3888-56, lot# v444661, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: lead: product ID 3888-45, lot# v841065, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4), implanted: (B)(6) 2011. Product type: recharger: product ID 37744, serial# (B)(4), implanted: (B)(6) 2011. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
Additional information indicated that x-ray diagnostics had been used to identify the issue. Severity was stated as mild. There was no serious adverse device effect. Ten days later it was reported that it was not known which leads had migrated.

Event description:
It was reported the patient had increased pain and a lead migration. The patient reported a loss of "some" pain relief. It was also noted the leads and extension were explanted. Patient recovered without sequela.